Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had occasional episodes of catheter kinking on (B)(6) 2021. The episodes were managed with oral oxycodone 10 mg, vistaril 25 mg, and clonidine 0.2 mg to manage withdrawal symptoms. The event was unresolved with no further action planned.

Manufacturer narrative:
Concomitant medical products: product ID 8784, lot#/serial# (B)(6), implanted: (B)(6) 2019, product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg at 425.04324 mcg/day and bupivacaine 20 mg at 4.25043 mg/day via an implantable pump. It was reported on 2021-aug-03 the patient stated since (B)(6) 2021 they have been experiencing intermittent episodes of withdrawal including symptoms of sneezing, yawning, and agitation. On (B)(6) 2021 a catheter dye study was performed and was normal. No action was taken. The outcome of the event was noted as ongoing. The clinical diagnosis was intermittent episodes of withdrawals. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (fentanyl) was possibly related, and the drug action that caused the event was no change in drug. The event date was (B)(6) 2021. Additional information was received from a healthcare provider (hcp) via a clinical study that reported on (B)(6) 2021 the patient reported two episodes of withdrawal since their last visit. The hcp determined that this was due to a dynamic catheter kink. The patient decided to defer catheter replacement. Interventions that were taken included prescribing 10 mg of oxycodone and 0.2 mg of clonidine hcl to take as needed if the pump stopped working. The device diagnosis was noted as catheter kink. The device was noted as the intrathecal/spinal portion of the catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 16-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.